Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, this device has reached battery capacity depletion (bcd). Health care professional (hcp) unable to send the files due to bcd. Additional information received which indicated that this device was scheduled for replacement and premature battery depletion (pbd) was the suspected caused of the fault code error. Another additional information received which indicated that the replacement scheduled was performed due to fault code and the tachy mode was off. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field d6b: explant date. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, this device has reached battery capacity depletion (bcd). Health care professional (hcp) unable to send the files due to bcd. Additional information received which indicated that this device was scheduled for replacement and premature battery depletion (pbd) was the suspected caused of the fault code error. Another additional information received which indicated that the replacement scheduled was performed due to fault code and the tachy mode was off. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, this device has reached battery capacity depletion (bcd). Health care professional (hcp) unable to send the files due to bcd. Additional information received which indicated that this device was scheduled for replacement and premature battery depletion (pbd) was the suspected caused of the fault code error. Another additional information received which indicated that the replacement scheduled was performed due to fault code and the tachy mode was off. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.